Manufacturer narrative:
The system was examined and the reported system messages (sm) were replicated. The supervisor module was replaced to resolve the issue. The reported ¿shut down¿ issues were not replicated. The system was tested and found to meet product specifications. The system was manufactured on january 3, 2013. Based on assessment, the product met specifications at the time of release. The root cause of the reported event ¿system messages (sms) can be attributed to supervisor module. The root cause of the reported ¿shut down issue¿ could not be determined conclusively. The company representative did not indicate finding any issues that would be associated with the footswitch. Additional information was requested from the company representative. However, no further communication has been received to date. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that several system messages displayed at the beginning of the sculpt phase of a surgical procedure. Stop of the system at the end of the procedure. There was no patient impact reported. Additional information has been requested but not received.